Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed to open. The user stated that the cubie would not remain closed and then displayed a requires maintenance error message. The drawer could not be recovered.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed to open and required maintenance. A field service engineer (fse) replaced the pyxie bus module controller, position sensor, latch sensor, drawer controller, and solenoid, but the issue persisted. Fse then replaced the entire drawer, after which the drawer was successfully recovered and inventoried, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h device manufacture date

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed to open. The user stated that the cubie would not remain closed and then displayed a requires maintenance error message. The drawer could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.